Manufacturer narrative:
Block h11: blocks h6 and h10 have been corrected. Block b3: the exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0505 captures the reportable event of hematoma. Patient code e2321 captures the reportable event of hypotension. Patient code e0301 captures the reportable event of anemia. Patient code e0506 captures the reportable event of hemorrhage major. Impact code f21 captures the reportable event of "the anesthesiologist recommended ending the procedure due to the increasing blood pressure support requirement." Impact code f2302 captures the reportable event of "two (2) units of packed red blood cells (prbc) were transfused to the patient."

Event description:
Note: this report pertains to one of two urinary tract occlusion balloon catheter used in the same patient. It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a second stage left percutaneous nephrolithotomy (l pcnl 2nd stage) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, the anesthesiologist recommended ending the procedure due to the increasing blood pressure support requirement. A 4.5 cm renal hematoma was noted and a drop in the hemoglobin (hgb) level from 7.6 to 5.9. Two (2) units of packed red blood cells (prbc) were transfused to the patient one (1) day post-procedure (pod1). The patient was then discharged two (2) days post-procedure (pod2). Per physician's assessment, the event was serious, was not related to the device, and causally related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0505 captures the reportable event of hematoma. Patient code e2320 captures the reportable event of hypertension. Patient code e0301 captures the reportable event of anemia. Impact code f1001 captures the reportable event of "procedure ended at recommendation of anesthesiologist." Impact code f2302 captures the reportable event of "two (2) units of packed red blood cells (prbc) were transfused to the patient."

Event description:
Note: this report pertains to one of two urinary tract occlusion balloon catheter used in the same patient. It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a second stage left percutaneous nephrolithotomy (l pcnl 2nd stage) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, the anesthesiologist recommended ending the procedure due to the increasing blood pressure support requirement. A 4.5 cm renal hematoma was noted and a drop in the hemoglobin (hgb) level from 7.6 to 5.9. Two (2) units of packed red blood cells (prbc) were transfused to the patient one (1) day post-procedure (pod1). The patient was then discharged two (2) days post-procedure (pod2). Per physician's assessment, the event was serious, was not related to the device, and causally related to the procedure.

Manufacturer narrative:
Block h11: blocks h6 and h10 have been corrected. Block b3: the exact event onset date is unknown. The provided event date of january 1, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0505 captures the reportable event of hematoma. Patient code e2321 captures the reportable event of hypotension. Patient code e0301 captures the reportable event of anemia. Impact code f1001 captures the reportable event of "procedure ended at recommendation of anesthesiologist." Impact code f2302 captures the reportable event of "two (2) units of packed red blood cells (prbc) were transfused to the patient."

Event description:
Note: this report pertains to one of two urinary tract occlusion balloon catheter used in the same patient. It was reported to boston scientific corporation that a urinary tract occlusion balloon catheter was used during a second stage left percutaneous nephrolithotomy (l pcnl 2nd stage) procedure to remove a stone performed sometime in 2022. Only one (1) occluder was used and no occluder balloon was wasted in the procedure. There were no device malfunctions noted in the operative note at the conclusion of the procedure. During the procedure, the anesthesiologist recommended ending the procedure due to the increasing blood pressure support requirement. A 4.5 cm renal hematoma was noted and a drop in the hemoglobin (hgb) level from 7.6 to 5.9. Two (2) units of packed red blood cells (prbc) were transfused to the patient one (1) day post-procedure (pod1). The patient was then discharged two (2) days post-procedure (pod2). Per physician's assessment, the event was serious, was not related to the device, and causally related to the procedure.